Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  . Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast asymmetry. As a result, the patient underwent bilateral removal and replacement with 400cc (left-sided) and 500cc (right-sided) mentor memorygel breast implants on (B)(6) 2021. The date of implantation and event were not provided to mentor. Refer to manufacturing report number 1645337-2023-01920 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information. The date of event was provided as (B)(6) 2021. Additionally, the complaint device has been retained and is not available for evaluation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4)